Manufacturer narrative:
G4:10mar2021. B4:24mar2021. H11:d4: serial#: (B)(6). The field service engineer (fse) reported that the sn/(B)(6) is incorrect serial number, the actual unit with the problem is sn/(B)(6). H10: the (fse) evaluated the unit and confirmed that when plugged into alternate current (ac) power, smokes started to immediately come out of the middle part of the power management (pm) board. Physical burn damage to the board was observed. The fse also noted a moderate burning smell and reported that the unit then shut off. The fse replaced the pm, motor controller (mc) & central processing unit (cpu) boards since they were all identified to be defective. After these replacement, the unit was able to successfully tur on both with ac and battery power. During repair, the fse also noted a primary alarm failure. The fse replaced the speaker assembly to address this additional failure. Unit has passed all required test successfully and back to service. The replaced pm and cpu boards were received for internal failure analysis. The reported problem was verified during testing of the pm board. Findings show that transistors q15 and q23 are shorted drain-source. These are the switch transistors for the 12v power supply circuit. The layer-1 pc trace leading from vmain through l2 to q15 and q23 is damaged from excessive heat. L2 is found to have shorts connecting all windings. The cause of the reported issue is power management board failure short on l2. No problem found with the return cpu board. The motor controller (mc) board and speaker have not been received by failure analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The motor controller board was returned to the factory. Failure analysis on the returned motor controller board shows that the 12v net was found to be shorted. The short was traced to capacitor c34. Given that this failure could not have been caused by the 12v pm board supply failure found previously in the pm investigation, we conclude that this condition caused the pm board failure. The conclusion and root cause will be updated to include this finding. Customer complaint verified. Root cause is failure of capacitor c34 in the mc board. Per biomed the issue was discovered during setup for patient use. The unit was not on patient. There was no patient involvement. .

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 10dec2020.

Event description:
The customer reported that the unit has a burnt smell and he sees a burnt spot on the power management (pm) board. The customer contacted product support and would like the unit repaired under fco86600050. The customer reported that the unit was in use on a patient, but there was no patient harm reported.